Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was placed in the thoracic spine but the lead shifted which caused the patient to lose stimulation down to their toes on the left side and shifted to the right side. It was noted this happened a few months after the day of implant in 2015. The patient moved to (B)(6) around (B)(6) 2015 and was reprogrammed but was never able to resolve the issue with reprogramming. The patient had a revision done in 2017 and the doctor decided to place the lead lower.